Event description:
The pt received a scs trial system on (B)(6) 2011. It was reported that an open circuit error was observed postoperative. The trial cable and stimulator were replaced, but the issue persisted. The pt was allegedly reprogrammed around the lead contacts with high impedance readings, and this resolved the error message and restored stimulation. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.